Event description:
Through journal article titled "breast-implant-associated anaplastic large cell lymphoma (bia-alcl): first latinamerican report" reporting late seroma, mass/lymph-node (confirmed by biopsy) and bia-alcl (diagnosis confirmed by histopathological study). All samples were cd30+ and alk-. Surgical treatment was performed in all patients. 6 patients also received chemotherapy with chop-based regimens. One patient received brentuximab+chp and autologous stem cell transplantation. All patients are currently in complete remission. All implants were textured. The manufacturer of devices is unknown. Since the affected side is unknown, side has been defaulted to the left side.

Manufacturer narrative:
Article citation: ricardo tannuri, miguel pavlovsky, astrid pavlovsky, isolda fernandez, martin colombo, franco giuliani, maria mela osorio, marina narbaitz, guillermina remaggi, alfredo basso, victoria otero, ana rodriguez, marta zerga; breast-implant-associated anaplastic large cell lymphoma (bia-alcl): first latino merican report; clinical lymphoma, myeloma & leukemia; september 2020; s256. (B)(4). The events of lymphoma-alcl, seroma-late and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl, seroma-late and lump/nodule.

Event description:
Through journal article titled "breast-implant-associated anaplastic large cell lymphoma (bia-alcl): first latino american report" reporting late seroma, mass/lymph-node (confirmed by biopsy) and bia-alcl (diagnosis confirmed by histopathological study). All samples were cd30+ and alk-. Surgical treatment was performed in all patients. 6 patients also received chemotherapy with chop-based regimens. One patient received brentuximab+chp and autologous stem cell transplantation. All patients are currently in complete remission. All implants were textured. The manufacturer of devices is unknown. Since the affected side is unknown, side has been defaulted to the left side.